Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The ø2.4 mm self tapping locking screws and a 2.5 mm thick matrix mandible plate were returned to us cq for evaluation. The us cq conducted a visual inspection of the returned devices. Visual analysis of the returned samples revealed that there were no visual damages to the 10 mm and 16mm (qty:2) long locking screws. The 12 mm and a 14 mm long locking screws were unevenly broken approximately between the most proximal thread and neck, below the screw head. The two (2) broken screw heads were remained fastened to the plate screw holes. The visual inspection of the mandible plate indicated several nicks on the device. The dimensional inspection could not be performed for the lock scr ø2.4 self-tap l12 tan 1u I/clip screw due to the post-manufacturing damage. The definitive root cause for the observed broken condition could not be identified based on the available information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The complaint condition was confirmed as visual inspection of the received screw implant confirmed the broken condition. No definitive root cause can be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot : part: 04.503.642.01s, lot: 29p7849, manufacturing site: bettlach, release to warehouse date: 09 december 2019, expiry date: 01 november 2029 . A manufacturing record evaluation was performed for the finished device lot , and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal surgery due to broken 3 locking screws. On (B)(6) 2020 the patient underwent a left mandibular ablation and reconstruction procedure treating gingival cancer. 6 locking screws and a matrix mandible preformed reconstruction plate were applied. In (B)(6) 2021 it was found that the locking screws had broken off. According to the CT taken on (B)(6) 2020, it revealed that the locking screws had already broken off. It was unknown if the surgery completed successfully. The patient outcome was unknown. No further information is available. This complaint involves six (6) devices. This report is for (1) lock scr ø2.4 self-tap l10 tan 1u I/clip. This report is 2 of 6 (B)(4).